Event description:
It was reported bipolar lead impedance was 240 ohms and unipolar impedance was 320 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.